Manufacturer narrative:
Age/date of birth: (B)(6) 1961. Gender/sex: female. Through followup it was learned that this event involved the left eye of a (B)(6) year old female patient. It was reported that the patient's vision was not as sharp as she would like. Her vision seems smeared. Her vision looks better in the office than when driving. Patient stated that she had pain around the lash line on day one postop. Patient states that the colors are great. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye showed that the product was cut in half, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt375 14.5 diopter intraocular lens (iol) was explanted due to patient not being happy with their vision. The lens was replaced with a zlb00 14.5 diopter lens. No further information was provided.